Manufacturer narrative:
Per customer, calibration and qc did not appear to be affected; however, no instrument printouts were supplied by the customer. A field service engineer (fse) was dispatched and replaced the mc sample probe and collar wash. Root cause is unknown.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that one glucose (glucm) result did not match when running in duplicate mode on unicel dxc 800 pro synchron clinical system. The specimen was re-tested on a different instrument and obtained results confirmed the higher patient result. The low result was not reported out of the lab. Patient treatment was not affected.